Event description:
It was reported that approximately 6 months following vns implant, the patient presented with "exposed left vns" requiring wound washout procedure. The wound developed an (B)(6) infection at the chest incision site. The patient underwent repeat wound washout procedures, but the wound continued to look poor so the vns generator and lead was removed. The electrodes were left implanted due to fibrosis at the electrodes. Attempts for additional information regarding the cause of the infection and extrusion have been made; no additional relevant information has been received to date. Device history was reviewed for both the generator and the lead. Both devices were sterilized prior to distribution and passed all quality control measures prior to distribution. Product return and device evaluation is not necessary as the reported infection and extrusion is not related to the functionality or delivery of therapy of the device.